Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2024 wherein the lead was explanted and replaced restoring therapy.

Manufacturer narrative:
It was reported to abbott, a patient was experiencing persistent pain behind their right shoulder. X-ray showed the right and left lead had migrated. Surgical intervention was taken where both leads were explanted and replaced. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined

Event description:
Related manufacturer report number 3006705815-2023-08406. It was reported that patient experienced ineffective therapy. X-rays showed that the leads had migrated. In turn, surgical intervention may take place later to address the issue.

Manufacturer narrative:
B3-date of event is estimated.